Event description:
It was reported that intermittent occlusion alarms occurred, which led to blood glucose (bg) levels being displayed as "high," however, a specific value was not provided. Customer delivered a manual insulin injection and took a break from eating to address their elevated bg. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin delivery.